Event description:
It was reported that the patient presented for device upgrade on 15 may 2024. Upon opening the pocket, it was discovered that the right ventricular lead insulation was over-torqued. Additionally, blood was observed in the outer insulation of the lead. An insulation breach was suspected. The lead was capped and replaced during the procedure. The patient was stable.